Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated preventative maintenance was performed on arctic sun device. The biomed stated that it took longer time for the water temperature to warm from cold to high temperature. The biomed wanted to make sure that there are no issues with the device. Device came in for investigation, the system had a good heater, it was tested and read ~77 ohms on each heating element and it was drained and refilled and the device took 3.5 liters so it was not overfilled but when tried to heat, it didn¿t reach 40 degrees for the functional check. Per sample evaluation results on 23nov2023, it was reported that the the manifold double bend hose was pulled up close to the top of the tank. The circulation pump motor had a broken pump screw mount discovered during service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated preventative maintenance was performed on arctic sun device. The biomed stated that it took longer time for the water temperature to warm from cold to high temperature. The biomed wanted to make sure that there are no issues with the device. Device came in for investigation, the system had a good heater, it was tested and read 77 ohms on each heating element and it was drained and refilled and the device took 3.5 liters so it was not overfilled but when tried to heat, it didn¿t reach 40 degrees for the functional check.